Event description:
It was reported that the lead was capped and replaced due to externalized conductor observed via review of fluoroscopy at the level of the tricuspid valve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.